Manufacturer narrative:
The ge service representative conducted an on site investigation. The connector from the mother board to the power supply were reseated. The image processor board and the display adapter board were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.